Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the impella alarmed in the impella alarming in aorta (ao), despite having pulsatile motor current and echocardiogram verifying that the impella was in the correct position. It was reported that the procedure was successful.

Manufacturer narrative:
H6 medical device problem code a150202 was erroneously entered on the initial manufacturer device report

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary false alarm: since product wasn't returned for investigation, insufficient clinical details were provided - such as clinical imaging - and no abnormalities were noted in data log review, the cause of the false alarm could not be determined.